Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It reported that the pacemaker dependent patient presented via merlin.net transmission. Upon review, the right ventricular lead exhibited lead noise resulting in pacing inhibition. On (B)(6) 2018 the patient was brought into clinic. The patient reported experiencing palpitations during the episodes. In clinic, the noise was able to be recreated via isometrics. The lead was reprogrammed. The patient would continue to be followed via merlin.net.